Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 576 mg/dl and had multiple pump errors. The customer states they are not able to rewind the pump. The customer was treated his high with syringe. Troubleshooting was performed for pump error and advised pump requires replacement and to discontinue use of the pump. Advised to revert to backup plan. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.